Event description:
The customer reported poor image quality. A pt was involved but not injured. The customer brought in another unit to complete the case.

Manufacturer narrative:
The service rep reseated the board and connections functional check. The system is operating as intended.